Event description:
It was reported when the device was used during a whipple procedure, the staples were unformed and completely open. Sutures were used to complete the case. There was no reported pt consequence.